Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the cartridge was not recognized during the load cartridge step and the pump dispensed insulin. The patient was reportedly not connected to the pump at the time. This report is being made based on the alleged malfunction.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection occurred which was duplicated during evaluation. During evaluation the pump could not complete the load cartridge step. The force sensor was found to be out of calibration. The pump was opened and a component on the force sensor circuit was found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).